Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a moderately tortuous left common femoral artery after an interventional procedure. Reportedly, after clip deployment, resistance was felt and the device could not be removed. The device was removed by inserting a dilator into the access ports that unlocked the clip delivery tubeset and the thumb advancer enabling them to be retraced proximally, which released the device from the tissue tract. When the device was removed, bleeding continued. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.